Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the rex roth valve is not switching.associated malfunction for this device: pilot valve leaking, o ring leaking, heat exchanger leaking, front port broken.